Manufacturer narrative:
The device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this device was an attempted implant due to noise, oversensing and pacing inhibition. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection of the device revealed a hole in the right ventricular (rv) seal plug. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Proper sensing was confirmed in the laboratory, using tests specifically designed to validate sense amplifier operation along with its associated components. Setscrew seal plugs are designed to permit setscrew wrench insertion while preventing body fluids from entering the header cavities. On occasion, wrench penetration can damage a seal plug which can lead to accessory sensing pathways and potentially result in oversensing. In this case, the hole in the rv seal plug likely contributed to the reported noise.